Event description:
It was reported that this right ventricular (rv) lead was unsuccessfully implanted as threshold measurements were unfavorable after placement. This lead was attempted to be repositioned, but the helix was noted to be elongated. A different rv lead was successfully implanted. No adverse patient effects were reported. This lead will not be returned to boston scientific for analysis.